Event description:
Halyard liners were found to be contaminated with what looks like wood chips. There was no procedure intended at this time this event occurred in tray preparation for multiple cases. There was no delay or harm caused by this event. Manufacturer response for drape, surgical, exempt, halyard (per site reporter). Unknown.